Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that the insulin pump returned a low reservoir alarm. Customer removed the battery, then received a battery out limit. Customer reported that the insulin pump's time was scrolling on the screen. Customer did not recall any significant events leading up to the errors. Blood glucose level was 142 mg/dl at the time of the call. No further information was provided.

Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. The insulin pump passed the functional testing. The insulin pump had a cracked case at a display window corner, minor scratches on the display window and a cracked reservoir tube lip.